Event description:
The pt called lifescan on 11/23/04 and alleged that his meter was reading inaccurately high. The lfs rep spoke to the pt on 11/29/04 and obtained more information. The pt stated she has been obtaining higher than normal blood glucose readings for approx 2 weeks. She visited her physician because of the "high" readings. The physician thought the pt might have been getting high readings because she had the flu. No treatment was given to the pt, but the physician suggested the pt contact lfs if she is concerned about her readings. In 2004, she obtained a result of 113 mg/dl and she felt hyperglycemic. She interpreted this result as 11.3 mmol/l, which after conversion would be 203 mg/dl. She contacted lfs for assistance and it was discovered the meter was set to the incorrect unit of measurement. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt stated she has not entered the setup mode, nor has she changed the battery recently. The pt did not have any control solution to test the meter. The meter may have experienced a power interrupt issue, which can lead to spontaneous change of the unit of measurement. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the pt suffering a serious injury. A replacement meter and testing supplies are being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.